Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of hemorrhage (bleeding) appears to be a result of patient/procedural conditions, as it was noted that the patient was frail with pre-existing effusion, and that the figure 8 suture likely tore when the patient was moved. The reported cardiac arrest, pericardial effusion, and cardiac tamponade appear to be secondary effects of the bleeding as well as the pre-existing pericardial effusion. The reported patient effects of cardiac arrest, cardiac tamponade, pericardial effusion, and hemorrhage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report groin hemorrhage, cardiac arrest and tampanade.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, the patient had a small pericardial effusion above the right atrium. Two clips were implanted without issue, reducing the mr to <1. The effusion was confirmed to be unchanged from pre-procedure. While transferring the patient to a bed, the patient flatlined (asystole) while still intubated. Cardiopulmonary resuscitation was performed, and it was then observed that the patient was bleeding profusely from the groin. Surface probe noted the pericardial effusion was larger resulting in tamponade. Pericardiocentesis was performed and blood was given. The patient was then stable and extubated. The physician stated that this was a frail patient and when the patient was moved to the bed, he believes that the figure 8 groin suture tore as it may not have grabbed enough tissue, causing the bleed which resulted in asystole and worsened the pre-existing effusion. There was no device issue with the mitraclip system or the implanted clips. The patient was stabilized and later discharged home in improved condition. No additional information was provided.